Manufacturer narrative:
Correction (b5): the reason of explant is unknown; not due to unspecific medical reasons as previously reported in initial MDR [6000034-2025-02662] submitted on july 30, 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.